Event description:
It was reported that during a routine pulse generator change out procedure, it was noted that the setscrews had been over-tightened and stripped. The right ventricular lead could not be removed from the device header. The pulse generator was explanted and replaced. The patient was in stable condition upon completion of the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.